Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past couple days pt has been a little more off than normal. Today the father attempted to interrogate the ins to check settings when he noticed "wacky settings". He then "switched device" to go to the other side and saw normal programming and then went back to the left ins. Then more settings were strange and then groups were missing. Then and error code 605 came up. Attempted to reset ins with wr but father could not activate pmr settings. No symptoms reported. Additional information received that the pt rep tried a different handset and there was no issues found at that time so they are req uesting a replacement handset be sent to the patient. They went to check programming to ensure that the 4 groups are present and accurate. Also, informed rep to consider resetting the neurostimulator but will allow them to make best decision give scenario and pt having 2 devices. Sent instructions on how to pull logs from pt handset.

Event description:
Additional information was received from rep stating the information has been confirmed by the physician but they do not have information about software version.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.